Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. This device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. This device was reprogrammed and remains in service. No adverse patient effects were reported.